Event description:
It was reported that the pump was over infusing. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 6/20/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump was over infusing" was confirmed. Visual inspection found the downstream occlusion (dso) seal was damaged. The dso seal and sensor seal were changed. Additionally, the lens was scratched and replaced. Calibrated and updated the software. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.